Event description:
It was reported that during a lobectomy procedure, after the device was fired on the inferior pulmonary vein, a portion of the transected vessel did not have staples. Additionally, there were leaks between the staples. It is unknown which firing this occurred on. The surgeon over sewed with sutures. The rep reported that the patient is stable. No device is available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.